Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.